Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (B)(6) ipg was turning off by itself. Lead diagnostics revealed no anomalies. In turn, the patient underwent surgical intervention to explant and replace the ipg which resolved the issue. Additionally, it was reported the physician explanted the patient's extensions.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.